Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-30859 - device 3 of 3.

Event description:
Reference number (B)(4) event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced (B)(4) infusion sets tubing detachment from hub. Patient replaced infusion sets and resumed insulin successfully no further information available.